Manufacturer narrative:
A review of the device history record review indicated the order was built to specification. The returned sample was visually inspected and no obvious defects were detected. The sample could be recognized and the service data could be retrieved from the console. The sample primed and tuned successfully. An unstable maximum vacuum reading occurred. After purging the cassette of surgical debris , the reading stabilized in addition, the irrigation and aspiration flow rates were within specification. The sample then functioned within specification. The root cause of the customer's complaint was confirmed as an unstable maximum vacuum occurred on the initial test of the returned sample. Additionally, complaints of a similar nature referencing aspiration/suction issues have been received and the most likely root cause is an error during the supplier¿s manufacturing process of the blue aspiration luer on the centurion manifold. It has been that the blue luer on the manifold is not creating a complete seal resulting in air flow. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An ophthalmic surgeon reported that he observed "what looked like soap suds going into the drain bag, like bubbles as if there was air getting through from somewhere". No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he experienced a decrease in suction during phacoemulsification during six cataract removal with intraocular lens implant procedures. A product sample was retained. There was no harm to the patients reported. No additional information is expected.